Event description:
It was reported that pump battery indicator showed rapid 50% drop in a short period of time on a previous date, without causing unexpected shutdown. There was no reported impact to the customer¿s blood glucose level. Customer was informed that issue was due to battery gauge fluctuation that had been resolved in later software, received guidance on updating pump software, and was given education on steps to prevent recurrence until update could be completed, which customer understood and acknowledged.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.